Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: pfs and medical records received. After review of the medical records for the MDR reportability, it was stated that after patient's revision, patient had experienced pain and trochanteric bursitis. There is no revision reported at this time.

Manufacturer narrative:
Product complaint # ==> pc-000105463 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: sep 22, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, it was stated that after patient's 1st revision ((B)(6) 2008), patient had experienced pain and trochanteric bursitis. There is no 2nd revision reported at this time. Update sep 22, 2017 reviewed records for reportability. Identified that during revision surgery (B)(6) 2008, surgeon explanted s-rom stem (leaving the s-rom sleeve) and replaced it with another stem. There is no record of this new stem on the implant record for (B)(6) 2008, but it is clearly noted in the or revision operative note. Added an unknown s-rom stem for alleged pain. Complaint updated on: oct 20, 2017 / / investigation method: / / investigation summary:

Manufacturer narrative:
(B)(4).